Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Without a device serial number, the manufacturing date cannot be determined. (B)(4).

Event description:
It was reported the customer had an external pulse generator (epg) that, when in use, started to both pace and sense at the same time, and the cardiac monitor showed inappropriate pacing. The epg was replaced with another one, and it did the same thing. Troubleshooting steps were recommended. The status of the epgs is unknown. No patient complications have been reported as a result of this event.